Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: conclusion - failure event observed during analysis. Final analysis found that the insulation was abraded at 67.7 cm to 72.2 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction to another device or feature of the heart. (B)(4).